Event description:
It was reported that the infusion set was leaking at the headset, which resulted in hyperglycemia. The caller reported that the cannula was bent. The customer was taken to the hospital due to an elevated blood glucose level and dehydration. The blood glucose results obtained at the hospital were not provided. The customer was admitted into the hospital for 6 days and treated for dehydration with fluid drips.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.